Event description:
It was reported that the device reached early elective replacement indicator (eri). The device was explanted and replaced. The left ventricular (lv) lead had elevated threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device revealed normal battery depletion. Concomitant medical products: 419488, implantable pacing lead, (B)(6) 2005; 5076-52, implantable pacing lead, (B)(6) 2004; 694765, implantable tachy lead, (B)(6) 2004. (B)(4).